Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the drill was broken during medicap procedure. The tip of the drill was remained in the distal femur. Tka implant is de-puy. Probably the drill hit the peg of the de-puy. The surgeon is worried about corrosion and heating due to contact with tka implant.

Manufacturer narrative:
Product inquiry states the drill to be the subject product. No further associated products were reported. The review of the inspection records revealed no discrepancies. Relevant diameters and mechanical properties are within specified parameters. Thus, we exclude deviations in material and manufacturing. According to the appearance of the breakage surfaces, the drill broke in a (forced) brittle manner due to overload, most likely by bending stresses. The breakage may be caused by drilling under misalignment and / or contact with a hard object. According to information received ¿probably the drill hit the peg of the de-puy s¿. As the drill had been in use for a longer time (manufactured in 2011) we pre-suppose that the device had fulfilled its tasks in former surgeries as intended and has to be replaced as stated in ¿instructions for cleaning, sterilization, inspection and maintenance¿. Based on the above facts the root cause of the reported event is not related to a deficiency of the device, but is rather linked to improper handling by the user. No non-conformity was identified.

Event description:
It was reported that the drill was broken during medicap procedure. The tip of the drill was remained in the distal femur. Tka implant is de-puy. Probably the drill hit the peg of the de-puy. The surgeon is worried about corrosion and heating due to contact with tka implant.